Manufacturer narrative:
Registered internally as a complaint ((B)(4)) for further investigation by manufacturer.

Event description:
A hospital technician was moving a natus neurology nicone veeg monitoring system on a roll-able ergotron cart into/through an elevator. The cart tipped over injuring the technician. Cart labeling requires that the system must not extend up or out and that care must be used when pushing or pulling carts over depressed surfaces. There was no patient involvement at the time the incident occurred.